Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. H11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual inspection idnentified that the device was returned with the stent fully expanded and deployed. Additionally, the catheter moved freely through the luer and the slider could be moved to its original position without no resistance. The reported event of stent partially deployed was unable to be confirmed as the stent was received fully expanded and deployed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted trans gastric to the tail of the pancreas to treat a pancreatic cyst during a drainage procedure performed on (B)(6) 2025. During the procedure, the second flange did not deploy, and the stent was removed from the patient using foreign body pliers. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the tail of the pancreas to treat a pancraetic cyst during a drainage procedure performed on (B)(6) 2025. During the procedure, the second flange did not deploy, and the stent was removed from the patient using foreign body pliers. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.